Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s926usqs4byf2. Hardware: sm-s926u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The mother of a patient reported that the patient was hospitalized on (B)(6) 2025 with hyperglycemia. The patient had worn the pod for an unspecified period on the arm when their blood glucose rose to 1004 mg/dl. The pod reportedly fell off the infusion site causing the cannula to dislodge. Symptoms, tests, diagnosis, and treatment were not reported. The patient was discharged from the hospital after 3 days. It was unspecified when the pod was removed. The reporter did not provide any further details.